Event description:
Pt lost pacing capture when cable moved (or when pacer moved). When connection between the cable and the adapter was wiggled, capture would be intermittent. No more problems after cable and adapter replaced.